Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charging indicator illuminated but the ilet did not charge until the user removed the case, after which charging proceeded as expected. Symptoms included no clinical effects. Outcomes included no impact beyond temporary interruption of charging. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device functioned as designed once external interference from the case was removed, indicating charging obstruction by an accessory rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of an incompatible or obstructive case.